Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx stents were implanted into the rca. It was reported that a dissection occurred in the rca on the same day. Sponsor assessed the event as possibly related to the device and not related to the anti-platelet medication.